Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that through remote transmission that the pulse generator had entered into backup mode. The patient was then seen in-clinic where a firmware download successfully restored the device to normal functionality.